Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer experienced high blood glucose as a result of the infusion set falling out. Customer's blood glucose was 320 mg/dl and was treated with infusion set change and reservoir change. It was also reported that customer treated with 3 units out of 10 units of insulin prior to going to bed. Insulin pump alarmed and reservoir was empty. Customer's blood glucose was 424 mg/dl. Subject will continue with trial.